Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good physical condition. A review of the event history log identified syringe empty alarm in history. During functional testing using the flow test the reported issue was duplicated. The position pot tab nut, washer and screw came off and were loose inside the pump. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Installed position pot tab nut screw and washer and tightened down to factory specifications.

Event description:
It was reported that the pump's position pot meter was broken. No patient injury was reported.